Event description:
The customer reported the device always loses connection halfway during monitoring. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. External visual inspection found a device sensor connector pins recessed. During functionality testing, the device was unable to obtain measurements with a known good sensor or test when cable connector is manipulated. Recessed connector pins results in device failing to correctly recognize connected sensors. The device reports ¿replace sensor". A service history record review reveals that this unit was in the field for over eight (8) months with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the device always loses connection halfway during monitoring. No patient impact or consequences were reported.